Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was selected for use. Versacross connect was used to perform the transseptal crossing (tsp) across the septum. The physician noted that they forgot to give heparin prior to the tsp and asked for heparin after crossing the septum. Upon removal of the non-bsc pigtail catheter from the was sheath, there was clot present all over the non-bsc pigtail catheter. The patient act was over 400, but because heparin was administered post tsp crossing, the clot likely formed inside the was double curve sheath. The was double curve sheath was aspirated and cleared of clot prior to wds insertion. The procedure was successfully completed with no patient complications and the patient was discharged home.